Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was to report the device did not control their symptoms since a little bit after the implant date. The patient reported the device was implanted on their left side, which the healthcare provider and patient knew was not the best side, but the old implant was on their right side. They reported the device battery had been depleted for the past four years. In 2019, they took an x-ray, and their new healthcare provider stated the device was not implanted in the correct spot. The healthcare provider prescribed mirabegron (an overactive bladder medication) that worked for a little while, but was no longer effective. The patient stated they were now on botox (no allegation related to device/therapy), and it was working well for them. They mentioned they would likely get the implant removed since the battery was depleted. No further action was taken by the manufacturer h elp line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their devices were explanted on (B)(6) 2022 citing that the device is not working, and the components never worked for them. The caller wanted to confirm that they are not MRI eligible. Reviewed no MRI.